Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the patient fell resulting in a periprosthetic femur fracture which necessitated a revision."